Event description:
It was reported that one week after implant, the right ventricular (rv) lead exhibited elevated thresholds and significant changes in sensing. A lead dislodgement was verified by fluoroscopy. A lead repositioning was attempted with at least two more dislodgements occurring during the procedure. It was noted that helix function was confirmed as normal. The lead was explanted and replaced. Also one week after implant, the right atrial (ra) lead exhibited high thresholds. Again a lead dislodgement was confirmed by fluoroscopy. A lead repositioning was attempted in the right atrial appendage, however despite normal helix function being confirmed, the lead again dislodged during repositioning. It was also noted that placement difficulty may be due to right sided access. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.